Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that there was fetal heart silence and fetal heart murmur. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Analysis was performed onsite service personnel which included testing. The results of the analysis indicated issues with the probe data cable and a problem with the disassembly and inspection line. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the dirty motherboard connection. The issue was resolved by cleaning the connection of the built-in motherboard and the product is back in service